Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a flo-gard infusion pump with failure code 27 was confirmed by service. The cause of the reported condition was not identified. The device was returned to the customer with no repairs made. Additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code f27; this condition had the potential to interrupt delivery. This condition was found in "6go piso" upon power up. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.